Event description:
Medtronic received information that approximately one year seven months following the implant of this transcatheter bioprosthetic valve, diagnostic labs were collected during a routine visit and revealed an elevated d-dimer level. The patient went to the emergency department (ed) as instructed. In the ed, diagnostic testing was performed and was negative for a pulmonary embolus. The patient was scheduled to have a diagnostic cardiac catheterization with coronary angiography performed for a non-st segment elevation myocardial infarction. Subsequently, the patient was hospitalized for three days. No additional adverse patient effects were reported. Additional information was received that three days after presentation, a transthoracic echocardiogram was performed and showed an ejection fraction of 69%, an aortic valve mean gradient of 5 mm hg, an aortic valve area of 2.4 cm2, and there was no diffuse thickening (sclerosis) of the bioprosthetic valve. A cardiac catheterization was performed the same day on the left side of the heart. Findings were insignificant for coronary artery disease. There was normal left ventricle function. Per the cardiologist, non-cardiac etiologies for the chest pain should be considered. The patient's medication regimen was updated to include a non-steroidal anti-inflammatory drug (aspirin). No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph was added. H6. Patient code was added. Additional codes. Annex f was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one year seven months following the implant of this transcatheter bioprosthetic valve, diagnostic labs were collected during a routine visit and revealed an elevated d-dimer level. The patient went to the emergency department (ed) as instructed. In the ed, diagnostic testing was performed and was negative for a pulmonary embolus. The patient was scheduled to have a diagnostic cardiac catheterization with coronary angiography performed for a non-st segment elevation myocardial infarction. Subsequently, the patient was hospitalized for three days. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.